Event description:
Pt with history of tropical spastic paraparesis with intrathecal baclofen pump placement in 2009. Four months later, pt was seen for routine pump adjustment, and the pump was inadvertently set to deliver baclofen 60mcg per hour rather than baclofen 60mcg daily. The pt received this infusion for five hours and was emergently hospitalized. Following report of this event to the manufacturer, the programming software was updated by medtronic to enhance user interface.